Event description:
It was reported that noise was seen when it comes to this device on the right atrial lead. An inquiry regarding if the episodes were atrial or ventricular in origin and if anti tachycardia therapy (atp) delivered was appropriate or inappropriate was requested. A review by boston scientific technical services (ts) noted that it was not possible to anticipate the morphology of the arrhythmia but atp was delivered and successfully terminated the potential ventricular tachycardia (vt). On the right atrial channel noise had trigged anti tachycardia response episodes and out of range pace impedance measurements were seen for more than one year. A possible ra lead issue was discussed by ts. Ts also discussed possible reprogramming to avoid a lead replacement and to avoid artifact oversensing. At this time the system remains implanted. No adverse patient effects were reported. Additional information noted that upon evaluating the right atrial lead noise was confirmed along with out of range pace impedance measurements. Normal sensing and pacing thresholds were displayed. The patient will continue to be monitored. In addition, although the high rate episodes were terminated by atp appropriately, the patient had episodes of tachycardia and may be considered for a referral for an electrophysiology study to determine if there is was accessory pathway. Additional information noted that a review of an x-ray was needed to query regarding the ra lead integrity for this case. It was noted that the devices sensitivity was reprogrammed to avoid further oversensing that causes mode switching. A review of the device data by ts noted that on x-ray it was not possible to confirm a fracture of the right atrial lead, a possible broken conductor could be present. Ts discussed possible troubleshooting steps as the healthcare professional wanted to postpone any intervention for the time being. No adverse patient effects were reported. The system remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. In april 2020, boston scientific implemented a design enhancement of our is-1 headers. The enhancement includes changes to the is-1 spring connector block and header bore to increase spring contact stability for improved mechanical/electrical performance, as well as to reduce the overall effort required to insert an is-1 terminal pin into the pulse generator (pg) header. This enhancement applies to all boston scientific pgs with is-1 connectors.

Event description:
It was reported that noise was seen when it comes to this device on the right atrial lead. An inquiry regarding if the episodes were atrial or ventricular in origin and if anti tachycardia therapy (atp) delivered was appropriate or inappropriate was requested. A review by boston scientific technical services (ts) noted that it was not possible to anticipate the morphology of the arrhythmia but atp was delivered and successfully terminated the potential ventricular tachycardia (vt). On the right atrial channel noise had triggered anti tachycardia response episodes and out of range pace impedance measurements were seen for more than one year. A possible ra lead issue was discussed by ts. Ts also discussed possible reprogramming to avoid a lead replacement and to avoid artifact oversensing. At this time the system remains implanted. No adverse patient effects were reported. Additional information noted that upon evaluating the right atrial lead noise was confirmed along with out of range pace impedance measurements. Normal sensing and pacing thresholds were displayed. The patient will continue to be monitored. In addition, although the high rate episodes were terminated by atp appropriately, the patient had episodes of tachycardia and may be considered for a referral for an electrophysiology study to determine if there is was accessory pathway. Additional information noted that a review of an x-ray was needed to query regarding the ra lead integrity for this case. It was noted that the devices sensitivity was reprogrammed to avoid further oversensing that causes mode switching. A review of the device data by ts noted that on x-ray it was not possible to confirm a fracture of the right atrial lead, a possible broken conductor could be present. Ts discussed possible troubleshooting steps as the healthcare professional wanted to postpone any intervention for the time being. No adverse patient effects were reported. The system remains implanted.

Manufacturer narrative:
This investigation is complete. Should further information become available this investigation will be updated.

Manufacturer narrative:
This investigation is complete. Should further information become available this investigation will be updated.

Event description:
It was reported that noise was seen when it comes to this device on the right atrial lead. An inquiry regarding if the episodes were atrial or ventricular in origin and if anti tachycardia therapy (atp) delivered was appropriate or inappropriate was requested. A review by boston scientific technical services (ts) noted that it was not possible to anticipate the morphology of the arrhythmia but atp was delivered and successfully terminated the potential ventricular tachycardia (vt). On the right atrial channel noise had triggered anti tachycardia response episodes and out of range pace impedance measurements were seen for more than one year. A possible ra lead issue was discussed by ts. Ts also discussed possible reprogramming to avoid a lead replacement and to avoid artifact oversensing. At this time the system remains implanted. No adverse patient effects were reported. Additional information noted that upon evaluating the right atrial lead noise was confirmed along with out of range pace impedance measurements. Normal sensing and pacing thresholds were displayed. The patient will continue to be monitored. In addition, although the high rate episodes were terminated by atp appropriately, the patient had episodes of tachycardia and may be considered for a referral for an electrophysiology study to determine if there is was accessory pathway. At this time the system remains implanted.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that noise was seen when it comes to this device on the right atrial lead. An inquiry regarding if the episodes were atrial or ventricular in origin and if anti tachycardia therapy (atp) delivered was appropriate or inappropriate was requested. A review by boston scientific technical services (ts) noted that it was not possible to anticipate the morphology of the arrhythmia but atp was delivered and successfully terminated the potential ventricular tachycardia (vt). On the right atrial channel noise had triggered anti tachycardia response episodes and out of range pace impedance measurements were seen for more than one year. A possible ra lead issue was discussed by ts. Ts also discussed possible reprogramming to avoid a lead replacement and to avoid artifact oversensing. At this time the system remains implanted. No adverse patient effects were reported.